Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to magnet fell. A field service engineer replaced inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es had failed drawer, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.